Event description:
During a procedure that involved the injection of a radioisotope the injection adapter was used. The injection was hand-injected with a syringe of unk size. During the procedure, the device leaked which allowed exposure of the infusate to the pt and the therapist. No reported intervention or medical sequela for either the pt or the technician.

Manufacturer narrative:
Device eval: review of the device history record and related documents did not show any related mfg issues. Inspection and testing indicated that the device met with requirements prior to release. The actual device used in the incident was not returned. Fifty seven sample devices were returned for eval. All of the unused devices were found to be in fully intact, no failure was detected and the products were within spec. Thirty two of the returned devices were selected at random and were burst tested. All passed performance testing per spec. No failure detected and returned product within spec. Unable to determine the cause of the event.